Event description:
The customer reported clear fluid leaked near the left side of the unit and retic controls issue involving coulter lh 780 hematology analyzer. The customer had on personal protective equipment (ppe) consisted of gloves and a laboratory coat during the incident. The customer has an exposure control/risk management plan at the facility. Patient results were not generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The customer performed troubleshooting with beckman coulter customer technical support (cts) with proper ppe. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered pinch valve pv120 was pinched through the tubing, and the isoton leaked across the front left corner of the unit. The fse noted damage to (B)(4) wiring (connector) which was replaced. The fse replaced all damaged parts and validated the unit. The unit conformed to the manufacturer's published performance specifications. Note: there was evidence of electrolysis due to the low voltage and the reagent present, but the fse did not witness any smoke or flame. The customer did not report of any smoke or flame. (B)(4).